Manufacturer narrative:
(B)(4) medical devices: durom us acetabular component 58/52 code r, catalog no# 0100214158 ; lot no# unknown, metasul ldh, head, 52, code r, taper 18/20, catalog no# 0100181520 ; lot no# unknown, unknown stem hip impl win gen, catalog no# unknown ; lot# unknown. Therapy date : (B)(6) 2018. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to metallosis and trunnionosis.